Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the plastic pin vise detached from the snare before use. If this event were to recur, there is potential for it to cause or contribute to death or serious injury as the pin vise controls snare movement.